Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 2 infusion sets was fell off during use event on 03-may-2024 and 05-may-2024. Infusion set was in use for 36 hours during first event and 24 hours during second event. The blood glucose level was 185 mg/dl and 340 mg/dl at the time of event. Patient replaced infusion set and resumed insulin successfully. No further information available.

Manufacturer narrative:
Initial and final MDR 1886096 - MDR 3003442380-2024-07891 - device 2 of 2.